Event description:
The surgeon had implanted a icm 130v4 (16.5) implantable collamer lens in 2006 and had to explant the lens on the 8th day due to an excessive valut which was creating a narrowing of the angle and a shallowing of the acd. The lens was exchanged wit a shorter icm lens.